Manufacturer narrative:
The impact edge of the femoral impactor block exhibited gouges and scuff marks. The investigator documented that no epoxy was visible where the metal insert is assembled to the poly. The customer did not return the loose epoxy fragment as seen in the provided photo. The receiving inspection report was reviewed with no deviations/ anomalies identified. This device is used for patient treatment. This complaint was determined to be related to a previously identified issue with correction action. Review of the supplier's manufacturing process and product specifications show that medical grade epoxy is applied to the inner diameter threads of the impactor block and the outer diameter threads of the impactor block insert and on the contact surface flange prior to assembly. Uncured epoxy can leach out from the threads and/or from under the flange as the insert is threaded into the impactor block, and if not manually removed, excess epoxy may cure in place. The supplier's investigation and corrective actions attributed root cause of the excessive epoxy to a lack of process controls to inspect for excess epoxy during manufacturing and post cure. The supplier's control plan has been updated to include two new inspections: immediately after assembly and after the epoxy curing process.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that upon impaction during knee arthroplasty, a piece of epoxy adhesive dislodged from the impactor, but did not fall into the patient's wound.